Event description:
During a routine dental visit, while placing an amalgam restoration on a primary tooth, the high speed handpiece's bur "flew" out and pt swallowed the bur. The handpiece was repaired and chest x-rays were made on pt to assure passage of the bur.